Manufacturer narrative:
H3: one of the rubber feet was missing. The software isn't up to date (2.0.0.0). The stim 1 amplitude is out of spec (3.34v) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperatively the nim 3.0 was not working properly. Information received stating that setup of the procedure were correct, but no derivation and there were visual information: electrodes were not recognized. No derivation (no signals). The hcp had no success with this system and he couldn¿t solve the problem hence used another system. There was no patient impact.

Manufacturer narrative:
H6: previously added imdrf annex code d11 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.